Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd¿ syringe with bd luer-lok¿ tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation. The sample was received with leakage past the stopper therefore failure mode is verified. Leak testing was not performed on the sample as medication was still present inside the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action, preventive action) was initiated to investigate this issue.

Event description:
It was reported that medication leaked from the bd syringe with bd luer-lok tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample was received for evaluation. The sample was received with leakage past the stopper therefore failure mode is verified. Leak testing was not performed on the sample as medication was still present inside the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action, preventive action) was initiated to investigate this issue.

Event description:
It was reported that medication leaked from the bd syringe with bd luer-lok tip. There was no report of exposure, injury, or medical intervention.